Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The almost 90% stenosed de novo target lesion was located in a moderately tortuous and severely calcified unspecified vessel. The physician advanced a 32 x 3.50mm liberte bare mr stent delivery system (sds) to the lesion but it was unable to cross. It was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were noted and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred.the almost 90% stenosed de novo target lesion was located in a moderately tortuous and severely calcified unspecified vessel. The physician advanced a 32 x 3.50mm liberte bare mr stent delivery system (sds) to the lesion but it was unable to cross. It was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were noted and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first two proximal stent strut rows had multiple struts stretched and bent. The distal tip was damaged. Magnified inspection presented no damage or irregularities to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).